Event description:
Adult female (B)(6) years-post total knee arthroplasty (tka) presented with painful left total knee arthroplasty, instability and infection. Work up results for total knee arthroplasty revision: pt found to have elevated infectious blood work, which included high erythrocyte sedimentation rate (esr) and c-reactive protein (crp). Her knee was subsequently aspirated with negative specific bacterial growth. Pt did have significantly elevated nuclear cells in knee aspirate, which was highly consistent with infection. Therefore, the pt underwent first stage of a 2 stage knee revision of infection and instability. Upon entering the knee (medial knee arthrotomy) we found there was a significant amount of reactive synovitis throughout all compartments of the knee. Preliminary cultures were taken and sent for frozen section which were positive for infectious elements. We began debridement of the knee that included a complete synovectomy, including medial, lateral gutters, and suprapatellar pouch & suprapatellar pouch including a quadriceps plasty. Femoral component removed, and cement removed withouth complication, knee found to be paritally loose. Tibial cement had inferior bond, component removed. The tibial tray was removed and all cement was cleaned from the tibial plateau. Posterior capsulotomy with significant removal of redundant tissue and scar tissue. Irrigation, debridement of all soft tissue and suspected infectious material and cement removal. Femoral and tibial canals were evacuated of any type of sequestrum or infectious nidus. Biomet spacers were placed.